Manufacturer narrative:
Correction is made in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the products were sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "black lines reappeared on the screen" were not confirmed. Based on the fact, no defects were found it is concluded that the most likely cause for the described error is "caused by another device in the image chain". This could be the camera control unit, the monitor, as well as the document system if connected in line. The IFU is stating this "failure of products" clearly in the corresponding sections. The investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that: during the gynecology procedure, black lines reappeared on the screen. Suddenly there was no vision possible during resection while the operator was in the bladder. The camera change in progress during the operation. The procedure was completed successfully. No information about patient injury and no negative impact in state of health reported. Cross reference MDR: 2027009-2025-00183.